Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician had difficulty implanting the right ventricular (rv) lead as it kept sticking. The lead¿s helix appeared to be retracted under fluoro, but when the physician pulled the lead out it was slightly extended. It was noted that the helix was not exercised before implanting. Additionally, when the atrial lead was removed from the packaging the helix was found to be slightly extended as well. The rv lead and atrial lead remain implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.